Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to clear the battery out limit alarm due to act button not responding. Customer's blood glucose was 200 mg/dl. Customer was advised that insulin pump would need to be replaced.